Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-02043. It was noted that the programmer was displaying high impedances. As a result, the physician explanted and replaced the patient's extensions. Surgical intervention resolved the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. The returned flex extension had all wires broken within the lead body. The cause of the reported event is consistent with an overstress condition or sudden event the lead was subjected to while in vivo.